Event description:
Reporter indicated that patient began to have trouble walking approximately 2 weeks post-activation. In 2001, family member reported that the patient was not following commands and was losing cognitive information that the patient once knew. Device was programmed to off.